Manufacturer narrative:
Initial.

Event description:
It was reported that the user did not announce meals while using the ilet, resulting in a post-meal blood glucose increase to 350 mg/dl after eating ramen noodles, and was advised to perform a factory reset due to maladapted meals with assistance planned for the supply change. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.